Event description:
The initial reporter stated that the surgical table within operating room (B) (6) has table that is floor locked and frozen. Upon further investigation, it was discovered that the override panel was not functional.

Manufacturer narrative:
There is no established expiration date for this device. Evaluation of the device is anticipated. Further details will be submitted once the evaluation has taken place. Unk whether the initial reporter is a health professional. Further attempts will be made for this information. Device manufactured date is unk at this point. Further attempts will be made for this info. This is not a single use device.